Manufacturer narrative:
(B)(4). Date sent: 5/26/2016. Batch # d9ee8a. The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and there was moisture present. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a thyroidectomy procedure, display showed error code 'two switch button' noticed. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.